Event description:
It was reported that the system would intermittently fail to initialize the left monitor upon boot up. This issue will cause the system to be unusable due to loss of the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated the display adapter connector. The system operates as intended.